Manufacturer narrative:
Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a implantation of an evolut fx+ transcatheter aortic valve for aortic valve replacement, the valve becam e dislodged while the nose cone was being retrieved. The first valve, which had dislodged, was secured with the help of a snare, and a second valve was implanted without complications. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a implantation of an evolut fx+ transcatheter aortic valve for aortic valve replacement, the valve became dislodged while the nose cone was being retrieved. The first valve, which had dislodged, was secured with the help of a snare, and a second valve was implanted without complications. No patient complications have been reported as a result of this event. Additional information was received that a non-medtronic (boston scientific xs) guidewire and right femoral access was used for the procedure. No pre-implant balloon dilation was performed. The valve was implanted into the native annulus using slow deployment and cuspal overlap technique. Prior to slowly withdrawing the delivery catheter system (dcs), the nose cone was centered within the frame inflow by slightly retracting the guidewire. Per the physician, the cause of the dislodgement was highly likely to be underexpansion. The physician indicated there may have been an underestimation of calcification in the patient's anatomy and a small annular/left ventricular outflow tract (lvot) which were contributing factors to the event.